Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.

Event description:
It was reported that the cassette gave her 'no disposable error'. Patient switched to back-up pump, used new mix and new cassette but thinks it was the cassette not the pump. No patient or clinical injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: h5: correction: labeled for single use: yes.